Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
Patient received a 4.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca during index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that a periprocedural mi event occurred. Mi was categorized to be a non q-wave mi in the territory of the implanted stent. No further details are available.